Event description:
A report was received that the patient's lead was displaying high impedances. The patient underwent a procedure where the lead was explanted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received from the physician that prior to the procedure, the patient had a loss of paresthesia and high impedances were displayed on all of the lead contacts. Returned lead sc-2316-50 s/n (B)(4) was analyzed and the complaint was confirmed. The lead body was cut, and the proximal tip was not returned. Visual and x-ray inspections confirmed that all cables were fractured at the kinked sections of the lead body where the clik anchor was positioned. Fracture location is 1 cm from the clik anchor set screw mark. No cables are exposed.

Event description:
A report was received that the patient's lead was displaying high impedances. The patient underwent a procedure where the lead was explanted. The patient is reportedly doing well following the procedure.